Event description:
It was reported that the patient presented in clinic for initial implant procedure on 2 feb 2026. Upon fixation of the right ventricular (rv) leadless pacemaker (lp) during procedure, it was noted via fluoroscopy imaging that the rvlp dislodged and migrated to the pulmonary artery. The rvlp was retrieved, not implanted and an alternate near at hand was implanted instead to complete the procedure. Patient condition was stable.